Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 548 mg/dl and 119 mg/dl; 62 mg/dl and 325 mg/dl. The comparisons were performed on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.